Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported there is a burn mark on the display of the blood glucose monitor. No adverse event was reported. The alleged product was replaced and requested for evaluation.